Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple change cartridge error messages. The customer's blood glucose level was 245 mg/dl and a manual injection would be administered. It was confirmed that the customer had a backup method of insulin delivery available.

Event description:
Reportedly, the contact administered the manual injection.